Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; bg value was not known. Cause of bg level was not known. Reportedly, the customer's continuous glucose monitor was not available and therefore the customer found it difficult to manage their diabetes without this reading. Customer was found "passed out" due to bg level and taken to the emergency room by a friend with high ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the intensive care unit "incapacitated" with "organ failure, collapsed lung, infected lung, paralyzed", and "possible brain damage". Customer was treated with intravenous fluids of saline and insulin, "ventilator, kidney dialysis", and "10-12 medications; (nature of medications was not known). No additional information regarding this event was available.